Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast buttons was found to be unresponsive to presses. The contrast button has no effect on the pump's insulin delivery functions. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the pump paint was found to be discolored and fading. This issue has no effect on the pump's insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the ok, up, and down arrow buttons were unresponsive to presses. The distributor also indicated that there may have been damage to the keypad. No further information was reported. This report is made based on the allegation of the button response issue.